Event description:
It was reported that decreased sensing and increased capture threshold were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.